Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient experienced bleeding and received a blood transfusion. It was reported that the procedure was successful. Clinical review: an 88-year-old male with a past medical history significant for coronary artery disease and renal insufficiency presented in a pre-support clinical state consistent with scai cardiogenic shock stage d. An impella cp (sn (B)(6)) was implanted via right femoral arterial percutaneous access on (B)(6) 2026 at 13:25 using a 14fr peel away introducer sheath (lot s9596064). Based on the information provided, the patient experienced a femoral access site hematoma and recurrent bleeding following removal of the peel away sheath. The event required application of a femstop device and ultimately necessitated blood transfusion, meeting criteria for a major bleeding adverse event. All best practices were reported to have been followed, and no device malfunction was reported. The access site complication appears consistent with known risks associated with large bore femoral arterial access in an elderly patient with significant comorbidities and cardiogenic shock. The patient survived the event. This impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the introduce. The related report captures the hematoma complaint.

Manufacturer narrative:
H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 clinical narrative updated. Section d1 brand name corrected. H6 health effect - clinical code was updated.

Event description:
An 88-year-old male with a past medical history significant for coronary artery disease and renal insufficiency presented in a pre-support clinical state consistent with scai cardiogenic shock stage d. An impella cp was implanted via right femoral arterial percutaneous access on (B)(6) 2026 at 13:25 using a 14fr peel away introducer sheath. Fem stop controlled the bleeding, however, when removed hematoma would return. Based on the information provided, the patient experienced a femoral access site hematoma and recurrent bleeding following removal of the peel away sheath. The event required application of a femstop device and ultimately necessitated blood transfusion, meeting criteria for a major bleeding adverse event. All best practices were reported to have been followed, and no device malfunction was reported. The access site complication appears consistent with known risks associated with large bore femoral arterial access in an elderly patient with significant comorbidities and cardiogenic shock. The patient survived the event.